Event description:
It was reported that customer was admitted as an inpatient to a hospital for diabetic ketoacidosis. Troubleshooting was performed and pump programming and function appeared to be normal. Advised customer to call the help line when clamp arrives to perform a high pressure glucose test. Also instructed customer to monitor her blood glucose.